Event description:
Service loaner was returned to zoll medical. During routine testing of the device, the device displayed messages "discharge fault" and "defib fault 80". There was no pt involvement in the alleged malfunction.